Manufacturer narrative:
(B)(4). The customer returned an opened cs-25703-e kit containing various components including a guide wire assembly, an arrow raulerson syringe (ars) and an introducer needle for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a gradual bend/kink towards the distal end of the body. The distal j-bend was slightly deformed but intact. No damage or anomalies were observed in the ars or introducer needles. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. No damage or anomalies were observed in the ars or introducer needles. The guide wire was bent/kinked 25 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The introducer needle inner diameter was also found to be within specification. The guide wire was advanced through the returned ars and the returned introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proxim al welds were intact. A device history record review was performed on the guide wire and insertion components (ars and needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had a slight bend/kink 25 mm from the distal tip. The returned guide wire and introducer needle met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during insertion, md was unable to advance the swg properly due to the swg (spring wire guide) tip location. Swg was inserted from internal jugular vein but the swg did not advance into the superior vena cava, but went to wrong direction continuously. The md tried many times following IFU, but it didn't work. Md opened and used new sets. Procedure was completed.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates a swg kink.

Event description:
The customer reports during insertion, medical doctor was unable to advance the swg properly due to the swg (spring wire guide) tip location. Swg was inserted from internal jugular vein but the swg did not advance into the superior vena cava, but went to wrong direction continuously. The medical doctor tried many times following IFU, but it didn't work. Md opened and used new sets. Procedure was completed.